Event description:
They were performing a laminectomy back surgery at the time of the implosion. They told them that they were not suing the canister (65651-530)in tendem at that time. They were into the case so there was fluid in the can . They heard a loud boom and noticed taht the canister had implanted causing pieces of lid and blood to contaminate the sterile field.